Event description:
This unsolicited case from (B)(6) was received on 10- jan-2017 from an orthopaedic surgeon. This case concerns a (B)(6) female patient who received treatment with synvisc injection and later after 21 days experienced pseudogout reaction. No relevant medical history, concomitant medications and concurrent conditions were reported. On (B)(6) 2016, patient initiated treatment with synvisc injection, at a dose of 2 ml, weekly (batch/lot number: 6rsp002b and expiration date: 28-feb-2019; form and route: not provided) in both knees for knee osteoarthritis. Patient received the second and third synvisc injection on (B)(6) 2016 respectively. On (B)(6) 2016, 21 days after receiving first injection, patient experienced pseudogout reaction, swelling and severe pain in both knees. It was reported that the surgeon aspirated all fluid. On (B)(6) 2016, surgeon injected steroid to subside reactions. Aspirated fluid was sent for lab test and there was no inflammation. Corrective treatment: steroid. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention. Pharmacovigilance comment: sanofi company comment dated 13-jan-2017: this case concerns a patient who received synvisc injection in both knees and experienced a pseudogout type reaction characterized by pain, swelling and effusion in the injected knees. Based upon the information received the event has been assessed as possibly related to the product. However, a comprehensive causality assessment cannot be completed as there is no information regarding the technique of injection and the conditions under which the patient received the injection. Also, reactions involving pain, swelling and effusion of the injected joint are expected and well documented after the use of synvisc injections. Hence, this single case report does not alter the benefit/risk profile of the product.

Event description:
This unsolicited case from (B)(6) was received on 10- jan-2017 from an orthopaedic surgeon. This case concerns a (B)(6) female patient who received treatment with synvisc injection and later after 21 days experienced pseudogout reaction. No relevant medical history, concomitant medications and concurrent conditions were reported. On (B)(6) 2016, patient initiated treatment with synvisc injection, at a dose of 2 ml, weekly (batch/lot number: 6rsp002b and expiration date: 28-feb-2019; form and route: not provided) in both knees for knee osteoarthritis. Patient received the second and third synvisc injection on (B)(6) 2016 respectively. On (B)(6) 2016, 21 days after receiving first injection, patient experienced pseudogout reaction, swelling and severe pain in both knees. It was reported that the surgeon aspirated all fluid. On (B)(6) 2016, surgeon injected steroid to subside reactions. Aspirated fluid was sent for lab test and there was no inflammation. Corrective treatment: steroid. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 6rsp002b expiration date (02/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsp002b no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 23-jan-17, there were 5 complaints on file for lot# 6rsp002 and all related sub-lots: 3 complaints had been reported for lot # 6rsp002 (3 adverse event reports). Two complaints had been reported for lot # 6rsp002b (2 adverse event reports). Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention additional information was received on 23-jan-2017: global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 23-jan-2017: the follow up information received does not change the overall case assessment. Sanofi company comment dated 13-jan-2017: this case concerns a patient who received synvisc injection in both knees and experienced a pseudogout type reaction characterized by pain, swelling and effusion in the injected knees. Based upon the information received the event has been assessed as possibly related to the product. However, a comprehensive causality assessment cannot be completed as there is no information regarding the technique of injection and the conditions under which the patient received the injection. Also, reactions involving pain, swelling and effusion of the injected joint are expected and well documented after the use of synvisc injections. Hence, this single case report does not alter the benefit/risk profile of the product.